Manufacturer narrative:
Eval summary: the analysis results found that the er320 instrument was returned with the shrouds melted. The instrument was cycled and misfed the clips into the jaws due to the condition of the shrouds. However, the instrument did fire the clips upon cycling of the trigger. The instrument locked out as intended. No conclusion could be reached as to how the shrouds became damaged. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed an no anomalies were found during the mfg process.

Event description:
It was reported by the affiliate that during a lap cholecystectomy, the clips did not come out when the instrument is fired. No pt consequence was reported.